Event description:
It was reported that this right ventricular (rv) lead fractured and exhibited high out of range pacing impedance that resulted in a lead safety switch (lss). The lead was surgically abandoned. No additional adverse patient effects were reported.